Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately high compared to a lab test. The patient manages her diabetes with self-adjusted protaphane insulin. She adjusts the dosages based on her meter readings. The patient indicated that the alleged issue started on (B)(6) 2012, at 07:00 am. The patient reported blood glucose results of "6.1 mmol/l" with a lifescan meter and "4.9 mmol/l" on a laboratory device, performed within 30 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient denied that she developed any symptoms because of the alleged issue. As a result of the alleged issue, the patient administered self-care by consuming less food/drinks. However, it is noted that the patient began to consume less food/drinks on (B)(6) 2012 10:30 am. On (B)(6) 2012, at 9:30 pm, the patient had a doctor's office visit. It is unclear if this was the date that the reported meter-to-lab comparison was performed. The patient indicated that due to the alleged issue, she self-treated by taking an unspecified dose of protaphane insulin. The patient denied that she received insulin treatment from a health care provider. The patient was sent replacement product(s). Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-lab device comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/13/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up (6/6/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.